Event description:
It was reported that the customer received a compromised force sensor system alarm. A loose drive support cap was also noted. Customer's blood glucose level at the time 115 mg/dl. Advised to discontinue use of the insulin pump, and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.